Event description:
Procedure type: lap sleeve gastrectomy. According to the reporter: after successfully firing 7 egia60amt reloads, a 30mm blue roticulating reload was loaded and cycled successfully, however the handle started blinking a blue status light and green handle light. The stapler would not open. No buttons appeared to do anything on the device. After removing and reinserting the battery, the handle performed a calibration cycle and opened the reload. The reload was unloaded and attempted to load again, finding it difficult to engage the reload with the adapter. The reload status light on the idrive first illuminated and then went completely blank. A third attempt at loading the stapler ws finally performed with full functionality. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No other manufacturer's reinforcement material was used.

Manufacturer narrative:
(B)(4).